Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-april-2024, it was reported by the customer that he was switching his set and both times when he injected the cannula it become bent. The site location was abdomen. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.